Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced hypoglycemia during warmup after experiencing poor patch adhesion. The event occurred the day the sensor had been inserted in the arm. The sensor fell off had to replace the sensor. During warmup of the new sensor, the patient forgot what she was doing and experienced temporary loss of thought or confusion. The bg was 34 mg/dl and paramedics were called. Before the paramedics arrived, the patient had a juice, sandwich, and took glucose gel to alleviate symptoms and low readings. No medication was given to the patient when the paramedics arrived. The patient had already taken treatment to alleviate the issue. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.